Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 3.50x38 synergy ii drug eluting stent was advanced to treat the lesion. However, during procedure, the stent was fractured. The patient was referred for surgery. No further patient complications were reported.